Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned several time during the same day and finally explanted and replaced. No patient complications have been reported as a result of this event.